Manufacturer narrative:
DHR review: the complaint lot#2294531, sku is 383323, assembly in suzhou plant1 on 2022.nov.8, lot quantity is 24066ea review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot return sample analysis: no sample returned, no picture provided retain sample analysis: sampling 2ea from the retain sample of the same lot to check product appearance and do leakage test, no defect detected and all test result is good. Refer to the attachment for retain sample test report possible cause analysis: based on the reported information, broken is detected between cannula and phalange, leakage issue happen due to the damage, the possible reason is as below: 1. Raw material issue, the molding wing has damage and bring leakage 2. Poor catheter swaging issue, and cause a leakage current manufacture process have control procedures as below to prevent or detect this kind of possible risk: 1. Common inspection is performed during each process station after catheter/wing swaging, component damage can be detected 2. Qc in-process check and finish goods check will sampling to do inspection and leakage test, damage and leakage can be detected as conclusion: there is no sample returned, no pictures provided to show the actual defect feature as well. We cannot clarify the actual damage type and cannot decide the root cause of the leakage.

Event description:
No additional information provided.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga needle hub was defective/damaged. The following information was provided by the initial reporter; it was reported by the customer that the saf-t-intima device was noted to be broken between cannula and phalange. IV was inserted into the patient¿s vein. After insertion, blood immediately started leaking from area between cannula and phalange. At that point it was noted to be broken between the cannula and the phalange. Verbatim: describe the event or problem: saf-t-intima device was noted to be broken between cannula and phalange. IV was inserted into the patient¿s vein. After insertion, blood immediately started leaking from area between cannula and phalange. At that point it was noted to be broken between the cannula and the phalange. Saf-t-intima 22gauge 0.75in, lot 2294531. What was the original intended procedure? : IV insertion. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.